Manufacturer narrative:
(B)(4). Device evaluation: product testing could not be performed because the product was not returned. Therefore, reported complaint cannot be confirmed. Manufacturing record review: during the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. A review of the complaints related to the production order was performed and the results revealed no similar complaints for this order number. A historical complaint data review was performed and results did not identify any product deficiency. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing records review, historical complaint review and non-conformance/CAPA review, there is no indication of a product deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zlb00 intraocular lens (iol) was explanted from the right eye (od) of a female patient due to a wrong power lens was implanted. The patient's symptoms were halos and glare, visual disturbance, and poor visual quality. The patient was pre-op seq -0.25 and post-op seq +0.75. No further information was provided.